Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery during normal use. The customer¿s blood glucose level was 13mmol/ l at the time of the incident. It was reported that they also received replace battery now alarm. The insulin pump alarmed again after inserting new battery. The contacts on the battery cap was missing or damaged. The battery cap will be sent tot the customer. The insulin pump will not be returned for analysis.